Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  "Ventilator unit connection lost"alarmduring start up. Ventilation post poned. No patient involved. The failure "ventilator unit connection lost"after starting up the ventilator may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.

Event description:
Sometimes the ventilator shows vu connection lost after startup.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a disconnection between the ventilator unit (vu) and interaction panel (ip). In consequence (correction) the vu esm board and the vu speaker were replaced. The device was tested, and all tests passed. Device operated well and meets its specifications. Ventilation was not interrupted at the time of the event. There was no patient or user harm. A CAPA is submitted to further investigate the root cause of "panel connection lost". The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Ventilator unit connection lost.